Event description:
It was reported that, during a turbinate reduction, an aris wand kept clogging; stylet, saline rinse, and gentle wiping with wet 4x4 were used, but the device kept clogging. The device then was backflushed with saline and ablation pedal activated. It was also noticed that there was a peeling of the electrode, it looked like tissue char. The surgeon inspected the peeling and pulled it off, it was a portion of the electrode, not char. The procedure was resumed, after a 4-min surgical delay, using an equivalent s+n back-up. No further complications were reported.